Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire at the distal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found near the base of one of the grip tips on the bipolar yaw pulley. Components adjacent to the broken wire do not show damage. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument failed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported during the da vinci assisted surgical procedure; the maryland bipolar forceps instrument had no energy. The procedure was completed with no reported injury.